Manufacturer narrative:
A jasmine lift failed with no pt injury due to the failure. No serious injuries were previously associated with this failure event on a jasmine lift, nor were serious injuries believed to be reasonably likely. During root cause investigation, though, chemical composition of the faulty part was determined to be out of specification via a final testing report dated (B)(4), 2011. Due to product malfunction and leading up to receipt of the material composition testing results, the complaint was elevated from a quality complaint to an adverse event complaint on (B)(4), 2011. Recent risk assessment on this failure mode resulted in the initiation of a field corrective action and this MDR is being filed due to the reasonable likelihood of pt injury. Section 806 report will follow for the field action.

Event description:
A pt was being lifted off a bed when the list mast allegedly broke and the pt fell back onto the bed. No injury occurred.